Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported to the rep by the scrub rn that the er320 had misfired during the procedure. During the lap chole when dr. Was ready to clip the cystic vessels the instrument was fired to advance the clip, consequently the clip applier ejected the clip and the next three clips to follow. At this time a new clip applier was opened and the procedure completed. There was no consequence to the pt.